Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String came out but nothing else - vagina [foreign body in reproductive tract]. String came out but nothing else - tampon [device breakage]. Went to remove tampon, only string came out [complication of device removal]. Consumer reported via e-mail that only the tampon string came out during removal. No serious injury reported.